Event description:
It was reported that post op a port replacement procedure, the patient presented on (B)(6) 2010 with port site pain. On (B)(6) 2010, the patient had oozing from the port site, a fever and was seen in the emergency room. The patient was later taken to surgery. It was determined that the patient had an infection so, the band and port were removed. Post op drains were placed. It was reported the patient had 14 fills prior to the explant.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Customer reported aviva results of 468 mg/dl, 1 minute later 142 mg/dl, 2 minutes later 130 mg/dl, 4 minutes later 123 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4)